Manufacturer narrative:
Conclusions: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report. Note: the initial report was sent with MFR report number 9710014-2017-001457 in error. Please, refer to the actual MFR report number (9710014-2017-00457) for any further communication regarding this case. We apologize for any inconvenience this may cause.

Event description:
Note: fu#1 resubmitted as initial report as advised by FDA. The recipient attended a routine follow up appointment and it was noted that the hearing ability from the left ear was reduced from previous sessions. The recipient was successfully re-implanted in (B)(6) 2017.